Event description:
It was reported to philips that the fluoroscopy and cine function were not working. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the customer was performing a diagnosis procedure which was completed as planned by deleting previous patient records. The philips remote service engineer (rse) inspected the system remotely and confirmed that the fluoroscopy and cine function were not working. Review of the log file showed one or more posts failed, which confirmed the malfunction. Upon troubleshooting, rse found that the image disk space was getting full. To resolve the issue, user deleted previous patient records. After that, the system was returned to good working condition. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.